Event description:
The patient's spouse contacted lifescan and reported that their patient's one touch ultra meter was reading inaccurately erratic. The patient's meter results were 511 mg/dl and 223 mg/dl, performed within 10 minutes of each other. A replacement meter, test strips, and control solution were sent to the patient.